Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Visual inspection of the tibial component confirmed that bony ingrowth was present on less than 50% of the posterior surface. The pegs appear to be cut away from the plate possibly for the removal of the implant and bony ingrowth can be seen on the pegs as well. Scratches can be seen on the anterior surface of the tibial plate. Dimensions were found conforming to print specifications where measured. Review of the device history records for tibial component did not find any deviations or anomalies. Primary op-notes reported that during surgery the knee exhibited tricompartmental disease. Osteophytes of the posterior femur were removed. It was stated that excellent stability was achieved with the trial and final components. 0-130 degrees of flexion, no ligamentous laxity through a full range of motion was achieved. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
A complaint history search was conducted and found no other complaints for the related part/lot combination. Revision surgery notes now presented for review. The operative notes stated there were no signs of infection whatsoever and that there was no gross looseness of the femoral or patellar components. The operative notes also described the tibial component bone ingrowth as seen laterally around a 1 cm rim. The pegs were entirely grown in laterally and circumferentially. There was otherwise spot welding areas of ingrowth under the tibial baseplate. A flexible osteotome slid easily under the midpoint of the tibial plate as they removed it from the tibia. The information provided confirms that the likely cause still points to the corrective actions investigation. The corrective action investigation determined that the likely root causes are that the persona trabecular metal (tm) tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.